Event description:
Additional information received reported the patient did not have concerns with their device or therapy and they were still having c oncerns with their device or therapy but had not sought further help.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy and they received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. The patient was completely satisfied with their equipment.

Event description:
It was reported that the patient programmer was not working and the healthcare provider (hcp) was unable to turn down stimulation. The patient was in the hospital but it was not related to the device. The hcp was walked through how to use the programmer to turn the therapy down and off and there were no issues. The patient indicated that they had a non-device related surgery the week prior. The patient had been overdosed on medications and was ¿pounding¿ on the patient programmer around and that was when it started not working. At the time of the report, the programmer worked correctly, there were no deficiencies observed by the hcp. At that time, all was working as intended. The patient had hip replacement surgery, and something happened to the stimulation. It was quite high and the patient could not get it down, it was driving the patient crazy. The fire department went and talked to someone and the patient wanted someone to give the patient a new controller. Previously, they were able to successfully decrease stimulation; however, the patient noted stimulation was still too high. The programmer would not do anything and was not working. Since the patient reported previously, the stimulation felt too high again about 2 or 3 days prior. Stimulation felt too high in the legs. When the patient had the hip surgery about a week and half prior, they were given some medicine and the patient though t they did something to it. They noted the patient was ¿right out of their head¿. The patient was able to synch with the implantable neurostimulator (ins) and reported amplitude was at 0.0 volts and stimulation was turned on. It was reviewed how to turn stimulation off, and the patient confirmed they were able to do so. It was confirmed that the programmer was working normally. After turning stimulation off at the time of the report, the patient no longer felt the stimulation was too high but felt a prickling feeling in their legs. Towards the end of the report, the patient still felt a little prickling feeling but it was getting better as time went on. The patient requested a new programmer so that they could turn stimulation down because it was too high. The patient had stimulation off since they weren¿t able to adjust it. The patient wasn¿t willing to try troubleshooting. It seemed like the patient was crying at the time of the report. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).